Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The values could not be reproduced in clinic per the health care professional (hcp). A chest x ray was performed which did not reveal any immediate or apparent fracture upon review. Technical services (ts) discussed the construction of the rv lead with the (B)(6) device. Electromagnetic interference (emi) was discussed however ts noted without a known source it cannot be confirmed. The measurements were occurring at different times of the day which ts noted could be something this patient wears or sleeps with or near. This patient is scheduled for future follow up for isometrics testing and pocket manipulation. The hcp would call ts once testing is complete. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).